Manufacturer narrative:
Electrode belt sn (B)(4) was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue defibrillation gel.

Event description:
A distributor contacted zoll on (B)(6) 2015 to report that a (B)(6) male patient had a rash under the therapy electrodes. The patient's rash was red and one side was bleeding. The patient was in the doctor's office. The patient was provided lotion to apply on his skin. Follow-up indicated that the rash was gone.